Event description:
In 2006, I started becoming allergic to many foods and also started losing weight. I went to the doctor who then did many routine tests, and found nothing out of the norm. I was frustrated but hoped it would go away. It didn't, and in fact became much worse as all I was able to eat without swelling itching or diarrhea was rice, potato, vegetables, organic chicken, eggs and small fish-on rare occasion. I started looking elsewhere for an answer because I was not seeming to absorb the nutrients from my food and was hungry although I was eating constantly. On the suggestion of a medical friend I had a heavy metals testing done and was off the chart with mercury toxicity!!! In doing research I found over and over that mercury does damage to the intestinal tract and causes or contributes to leaky gut syndrome. I have been taking medical nutritional supplements to help heal my gut and am now gaining weight. I had gotten down. I had a mouth full of dental amalgams which have now been removed. I now must find a way with my toxic body to safely chelate it. Other countries have banned the use of amalgams because of studies done, why hasn't america?